Event description:
Boston scientific received information that on previous evaluations there were noise and oversensing resulting in pacing inhibition on this right ventricular (rv) lead. The patient was pacemaker dependent, but not asystole greater than two seconds was noted. Programming changes were made in an attempt to mitigate the issue. Recently, the patient had presyncope and dizziness. The patient presented to the emergency room due a fall which resulted in a broken ankle. Device interrogation revealed intermittent loss of capture on the rv lead, and the device was reprogrammed to doo pacing at 90 bpm. Surgical intervention was performed and it was suspected that the lead's insulation was damaged as a kink was observed beyond where it was inserted into the subclavian vein; however, the insulation damage was not visualized. The lead was surgically abandoned and replaced. Also, the physician elected to change-out the patient's pacemaker as it was nearing elective replacement indicator (eri), and the physician did not want to reopen the pocket within a year to replace the device. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.